Event description:
Calcium pyrophosphate dihydrate deposition disease/pseudogout [chondrocalcinosis pyrophosphate]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) with osteoarthritis. The pt's medical history was significant for previous use of synvisc therapy ((B)(6) 2008) with no reaction. On (B)(6) 2010, the pt initiated treatment with synvisc one (hylan g-f 20) injection (dosage regimen not provided) in right knee. The lot number for synvisc was not provided. On (B)(6) 2010, the pt experienced calcium pyrophosphate dihydrate deposition disease (pseudogout). On (B)(6) 2010, compensated polarised microscopy was performed and calcium pyrophosphate crystals were seen which was consistent with pseudogout clinically. On an unspecified date, the pt received prednisone injection as the treatment for 5 days. On (B)(6) 2010, the pt recovered from the event of calcium pyrophosphate dihydrate deposition disease (pseudogout). Concomitant medications were not provided. The intensity for the event of calcium pyrophosphate dihydrate deposition disease (pseudogout) was assessed as severe. The reporting physician did not provide the relationship between synvisc one and the event of calcium pyrophosphate dihydrate deposition disease (pseudogout).

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.